Event description:
The clinic manager from the dialysis unit informed vasca's senior director of sales in 9/05 that approximately 5 weeks post lifesite implantation the valve was exposed due to opening in incision line. Patient had negative blood cultures on day of implant and two weeks post implant. Open wound was being treated with wound cares dressings and prophylactic antibiotics.